Event description:
PICC (peripherally inserted central catheter) placed but unable to remove stylet (bunching up at yellow portion of catheter). Had to remove entire catheter and place another. Upon examiniation of stylet, it appeared shorter than usual with hooked end.